Event description:
It was observed that during the device evaluation, the duodenovideoscope's knob wire and adhesive on bending section cover had had foreign objects. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of evaluation and legal manufacturer's final investigation. From the results of evaluation, the following items were observed: - k-wire has foreign objects. - adhesive on a-rubber has foreign objects. - due to breakage of lg (light guide) bundle, illumination is uneven. - due to damage on ccd (charged coupled device) unit, foggy image occurs. - objective lens has discoloration. - adhesive around lg lens has discoloration. - c-cover (plastic distal end cover) has a scratch. - connecting tube has a wrinkle. - connecting tube has discoloration. - due to wear of angle wire, bending angle in down direction does not meet the standard value. - due to wear of angle wire, the play of r/l (right/left) knob is out of the standard value. - due to deformation, forceps control lever does not move smoothly. - s-cover (scope cover) has a scratch. - universal cord has a scratch. - lg-bundle has breakage. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material on the k-wire (knob wire/forceps elevator wire) and glue of the a-rubber (bending section cover) was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). The events can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in tjf type 150 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in tjf type 150 reprocessing manual 3.5 manual cleaning. Olympus will continue to monitor field performance for this device.